Event description:
It was reported that this patient experienced ventricular fibrillation (vf) while driving which resulted in the patient passing out and crashing. Technical services (ts) analyzed device episode data of this cardiac resynchronization therapy defibrillator (crt-d) and found that appropriate shocks were delivered but did not convert the rhythm. The rhythm broke prior to the seventh shock. After anti-tachycardia pacing (atp) was delivered during this episode, it induced atrial fibrillation (af). The af was broken after the third shock. The physician noted that there was a four second pause around the time of a committed shock as well as a two second pause in pacing after the rhythm was broken. No additional adverse patient effects were reported. It was noted that there was a similar event where shocks were delivered, and therapy was exhausted. However, the final shock did convert the rhythm at that time. It was also noted that the physician is considering other means of therapy for this patient including a subcutaneous implantable cardioverter defibrillator (s-ICD) or multiple coil lead, but evidence suggests that this device currently remains in service. According to additional information, this crt-d was explanted due to a failure to defibrillate. A new crt-d was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted product is not expected to be returned to boston scientific for further analysis at this time.

Event description:
It was reported that this patient experienced ventricular fibrillation (vf) while driving which resulted in the patient passing out and crashing. Technical services (ts) analyzed device episode data of this cardiac resynchronization therapy defibrillator (crt-d) and found that appropriate shocks were delivered but did not convert the rhythm. The rhythm broke prior to the seventh shock. After anti-tachycardia pacing (atp) was delivered during this episode, it induced atrial fibrillation (af). The af was broken after the third shock. The physician noted that there was a four second pause around the time of a committed shock as well as a two second pause in pacing after the rhythm was broken. No additional adverse patient effects were reported. It was noted that there was a similar event where shocks were delivered, and therapy was exhausted. However, the final shock did convert the rhythm at that time. It was also noted that the physician is considering other means of therapy for this patient including a subcutaneous implantable cardioverter defibrillator (s-ICD) or multiple coil lead, but evidence suggests that this device currently, remains in service.